Event description:
As reported to customer relations via cri observation study complaint form: on (B)(6) 2020 a cystoscopy with successful stent placement was done due to right ureteral obstruction. The stent was placed in the right ureter with retrograde access. After the index procedure the patient developed acute kidney injury and on (B)(6) 2021 (131 days post procedure) a cystoscopy was performed which showed the stent had distally migrated. On (B)(6) 2021 (163 days post procedure) the stent was replaced with a longer one (rms-060026-r).